Event description:
Patient reported obtaining a blood glucose result of 267 mg/dl, on the suspect device. Approximatelty 1 hour later, patient's blood glucose was reportedly tested on physician's meter with a result of 87 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had notbeen performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.